Manufacturer narrative:
Information references the main component of the system and other applicable components are product: ID 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 3.497 mg/day) and bupivacaine (14.7 mg/ml at 2.57 mg/day) via an implantable infusion pump. It was reported that during a refill appointment the hcp discovered that the there was "high residual volume" and a dye study was scheduled. During the dye study the hcp was unable to aspirate the catheter. There weren't any environmental/external/patient factors that may have led or contributed to the issue reported. It was noted that the a catheter revision was planned but not yet scheduled at the time of this report. The issue was resolved and the patient was noted as alive with no injury. No symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the inability to aspirate the catheter was unknown. Specific residual volumes were not known. It was reported that a catheter revision surgery has not been scheduled. No further information complications have been reported as a result of this event.